Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/04/2010, 02/05/2010, 02/15/2010, and 02/18/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/18/2010. (B) (4). (B) (4).

Event description:
A surgeon reported a pt with poor intermediate vision following intraocular lens (iol) implant surgery. The surgeon reported the pt was experiencing fluctuating and filmy vision that was intermittent. The pt was also experiencing halos and glare from car headlights. The surgeon treated the pt with medications. Additional info has been requested.